Event description:
The radiology nurse reported that two-thirds of the way through a "very difficult" procedure, where the guidewire was being used for peripherally inserted central catheter line placement, a metal needle was used to replace the plastic entry needle. Subsequent to this action, a portion of the guidewire coating was reported to have sheared off in the patient. Imaging revealed that the detached segment was approximately 1.4 cm in length. The patient was sent to surgery where attempts to retrieve the detached segment were unsuccessful. The affected vein was ligated and a central line was placed during the procedure. The patient's condition is reported as fine.